Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer's other blood glucose value was 99 mg/dl. The customer was treated with manual injection. Customer received a motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device was expected to be returned for analysis. Frn-unk-rsvr, unomed-set.